Event description:
It was reported that the customer entered incorrect settings. Customer experienced a low blood glucose (bg) level of 20 mg/dl range. Customer consumed carbohydrates to address low bg. Reportedly, a healthcare provider guided the customer through correcting the settings to address the event.